Event description:
On (B)(6) 2008, the pt with r breast cancer, underwent bilateral mastectomy and bilateral breast reconstruction, with tissue expanders and strattice grafts. It was reported by dr that the pt was healing and progressing well and initiated post-operative chemotherapy. Pt developed inflammatory response bilaterally, treated with antibiotics. Physician explanted strattice and tissue expanders bilaterally. Cultures at the time were negative. Pt is currently fine with autologous flaps.

Manufacturer narrative:
Add'l lot# s10406. Method of eval: to be specified. Since the strattice device was not returned for eval, internal investigation was limited to the following: review of the device history records for lots s10088 and s10090. Query of lifecell complaint system for any similar complaints reported to lifecell against the devices distributed from lots s10404 or s10406. Results of eval: to be specified. Review of the device history records for lots s10404 and s10406 resulted in no remarkable findings, with no deviations that would have an impact on processing steps associated with risk of infection to a pt, for both lots. (B)(4).